Manufacturer narrative:
The device alarmed for compromised force sensor systems during the basic occlusion test, due to protruded and or loose drive support disk. The prime, excessive no delivery, and occlusion test, and motor error alarm were able to be conducted due to loose drive support disk. The motor passed the motor test. The device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, reservoir tube window cracked, and missing end cap sticker. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on their insulin pump. No further information provided.